Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0r36l, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a family/friend who was implanted with an implantable neurostimulator (ins) for gastr ointestinal/ pelvic floor. It was reported that the patient had replacement surgery on the day of the call because 2 of the "leads were broken. They replaced it and the device and put the battery in a different area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.